Event description:
A malfunction alarm with code malf 12 was reported, but there were no notable events before the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any further issues arose. No additional actions were required.